Event description:
It was reported that during a breast biopsy procedure, the device did not deploy into the biopsy site. The physician was able to deploy another marker into the biopsy site. The customer was completing a stereotactic procedure. The physician's image demonstrated that the clip was missing. There were no patient consequences reported.

Manufacturer narrative:
Date sent: 03/26/2009. Sheared off. Evaluation summary: the analysis results found that the mam3002 device (a) was received with the introducer tube detached and the tip sheared off and missing. The applier was received without the collagen plug, which denotes that the marker clip was already deployed. A corrective action has been initiated for the tip shearing issues. Each device is visually inspected and functionally tested during the manufacturing process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review as performed and no anomalies were found during the manufacturing process. The analysis results found that the mam3002 device (b) was received with the introducer tube detached and the tip sheared off and missing. The applier was received without the collagen plug, which denotes that the marker clip was already deployed. A corrective action has been initiated for the tip shearing issues. Each device is visually inspected and functionally tested during the manufacturing process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.